Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, after the sheath had been advanced into the left atrium (la), the physician observed a fluid leak at the handle. The fluid was described as water only, with no blood present, and was noted to emanate through a small gap near the darker-colored endcap adjacent to the valve. No air was observed within the sheath. The sheath was replaced, and the procedure was successfully completed using another device. No patient complications occurred, and the patient recovered fully.